Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where new patients were not crossing. A technical support specialist dialed into the server, checked the health sight viewer (hsv), and confirmed that there was no patient or order delay notice. Tss ran the server downtime query and found no disconnected flag, confirmed that the available xml/msg for processing was 0, and verified that carefusion coordination engine (cce) messages were current to the server time and concluded that there were no issues. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server new patients did not cross. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.